Event description:
It was reported that the patient was charging the ipg more often and for longer periods of time. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the ipg more often for longer periods of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg will not be returned as it was discarded by the medical facility.